Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 a getinge field service engineer (fse) inspected the unit and identified the issue as related to a faulty safety disk. The fse replaced the safety disk . Following the replacement, the unit passed all functional and safety test in accordance with the factory specifications. The unit was confirmed to be operating normally.

Event description:
N/a.

Event description:
It was reported that during routine check, cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6), event site address: (B)(6)). A supplemental report will be submitted upon completion of our investigation.